Event description:
It was reported that during a da vinci-assisted surgical procedure, the nurse reported to the technical support engineer (tse) that universal surgical manipulator (usm) 3 moved intermittently on its own. The nurse stated that the movement happened while the instrument was inside of the patient. The nurse confirmed that the surgeon was inside the surgeon side console (ssc) at the time, though the nurse did not know if the instrument that moved was assigned to the instrument controller at the time. The tse reviewed the logs and found no related logs. The nurse informed that the surgeon was going to call back for further details. The procedure was completed with no patient harm, adverse outcome, or injury. The issue did not cause a delay in the procedure.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical support engineer (tse) confirmed that power cycling resolved the reported issue. No call back was performed and the second surgery was successful. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details.